Event description:
The customer reported that following a stent procedure on 8/26/1999, a vasoseal vhd was deployed. On 9/13/1999 the pt returned to the hosp complaining of tenderness, redness, and inflammation of the right groin. The pt was sent to the physician for a follow-up examination. The physician lanced the groin site which exposed the vasoseal sheath material. The physician removed the sheath from the groin site and placed the pt on antibiotics to treat any possible infection of the site. The pt was sent home and no further complications have been reported.